Event description:
It was reported that the battery oscillator device was not working. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not oscillate. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to worn bearings caused by exposure to organic debris and materials which led to corrosion and normal component wearout. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.